Event description:
It was reported that the patient presented to the clinic for a follow-up on (B)(6) 2023. During examination of the right ventricular (rv) lead, it was noted that there was oversensing of noise. Programming changes were made to the rv lead. The patient was in stable condition.